Manufacturer narrative:
Received one (1) used 011-c32029 extension set w/0.2 micron filter for inspection. As received the filter vents were wetted out with prior infusate. The extension set was leak tested per product specifications. There was leakage from the inlet and outlet filter vents of the 0.2 micron filter. The reported complaint can be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. Received one (1) used 011-c32029 extension set w/0.2 micron filter for inspection. As received the filter vents were wetted out with prior infusate. The extension set was leak tested per product specifications. There was leakage from the inlet and outlet filter vents of the 0.2 micron filter. The reported complaint can be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. Section e additional contact: (B)(6).

Event description:
The event involved a 22 cm (8.5") ext set w/0.2 micron filter, clamp, rotating luer where it was reported that during an infusion the solution leaked from the air vent. It was also mentioned that there was no concomitant drug, no concomitant device and no bleed-bac. There was patient involvement, no adverse event/patient harm and no delay in critical therapy. There was no unprotected drug exposure to the healthcare worker.